Event description:
The pump was explanted and returned to the manufacturer due to battery depletion after an unknown implant duration. A follow up report will be sent when additional information is received.